Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was performed when the issue happened. The procedure was completed by further training. The field service engineer (fse) visited the site and inspected the foot switch but found no hardware faults. Upon troubleshooting, the fse confirmed that the issue with the customer was related to clinical application settings while attempting to execute a 3d roadmap. To resolve the issue, the fse consulted the clinical application specialist, with extra training on device settings for the customer. After repairs were completed, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has revealed that the procedure was completed by providing additional training to the customer. This situation indicates that the procedure was carried out as expected. Given that the procedure was completed with user training and there were no system malfunctions, the issue happens from user error. This event would not be reportable. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger -rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.